Event description:
It was reported that the pump had a motor stall confirmed in the event logs with no motor stall recovery recorded. There was a motor stall in logs on (B)(6) 2010 and a tube set alarm on (B)(6) 2010. The motor stall was caused by patient having an MRI or other medical procedure. There was no volume discrepancy at refill and the patient was not symptomatic. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).